Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had multiple failed pockets due to defective pyxis bus cable. A field service engineer (fse) replaced the pyxis bus cable, tightened all hard stop and latch mount screws, and loosened and tightened all back panel screws. Contamination found beneath the pockets was removed, and service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all cubie pockets in one drawer were failing and could not be recovered; the customer rebooted the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.